Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead through the remote monitoring system. Additional information was received confirming that all other measurements were within normal limits. It was also reported that an increase of about 20 ohms in impedance measurements were observed during a battery replacement procedure but it was still accepted since it was within range. The device and lead still remain in service. No adverse patient effects were reported.